Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number: (B)(6), identified the presence of a textile material in the rotor, which would have contributed to the report of no flow through the pump. Based on the submitted image and material identification, this material appears consistent with a blue towel used during the implant procedure. Evaluation of the log files retrieved from the returned controller revealed that the pump was connected to the controller and ramped up to the set speed of 3000 rpm on (B)(6) 2020 at 08:00:26, and calculated flow appeared to increase accordingly to values up to 1.3 lpm. A low flow hazard alarm was active at this time due to the calculated flow being below the low flow threshold of 2.5 lpm. This appears consistent with the report of normal flow through the vad during initial pump prep. The calculated flow then steadily decreased to 0 lpm by 08:03:28, and it remained at 0 lpm until the driveline was disconnected at 08:05:34. The driveline was reconnected at 09:02:23 and the pump ramped up to the set speed of 3000 rpm without issue; however, calculated flow remained at 0 lpm and a persistent low flow hazard alarm was captured. Despite the set speed being increased to values up to 5400 rpm and the driveline being disconnected and reconnected multiple times, calculated flow continued to remain at 0 lpm with associated low flow hazard alarms. It was reported that the pump was exchanged for a new heartmate 3. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned unattached from the inline connector of the pump cable. The sealed outflow graft conduit and the apical cuff were not returned. Visual inspection of the pump rotor revealed the presence of a blue / gray, fibrous material which appeared to fully occlude the eye of the rotor. This material also appeared to fully occlude all four vanes of the rotor. Upon removal from the rotor, the material was able to be unfolded, revealing that it was a flat, cloth-like, textile material measuring approximately 1¿ in length and 0.5¿ in width. The material was cleaned and inspected. The cleaned cloth material appeared consistent with the blue towel depicted in the submitted image. The sample was sent to the analytical lab for material analysis. Per this analysis, the sample was identified as a natural cotton fabric, which are typical of cloth used in operating rooms. The cloths used in pump production are entirely white synthetics. It was also later reported that the scrub nurse cuts the pledgets on a blue towel and sometimes cuts the towel. This would be addressed with the surgeon for a change in practice. The material was determined to be sourced to the hospital operating room or prep area. Although an exact duration for which the cloth material was present within the pump could not be conclusively determined through this evaluation, it would have contributed to the report of no flow through the pump due to the total occlusion of the blood flow path. Examination of the remainder of the blood-contacting surfaces of the pump did not reveal any depositions or thrombus formations that would have contributed to the reported events. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 entitled ¿surgical procedures¿ warns that a complete backup system must be available on-site and in close proximity during the implant process for use in an emergency. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Associated manufacturer's report numbers: 2916596-2020-04819, 2916596-2020-04820. It was reported that during the initial pump prep, the perfusionist noted that the flow through the pump did not appear to be normal. The repetitions per minute (rpm) increased and it appeared to have a vortex of sterile ns going through the pump. The flow remained to read at 0.0 liters per minute (lpm). The pump was implanted via a normal, uneventful surgery. The pump was started and rpm was increased to 5400. The green light was illuminated on the controller, but the surgeon could not feel that the pump was actually on. No flow was noted on the system monitor and echo. The pump was stopped, disconnected, and reconnected and there was still no flow. The controller ((B)(4)) was exchanged for a new controller ((B)(4)), but still no flow was noted through the pump. The pump (mlp-023050) and the modular cable (7521218) were then exchanged. The new pump started and was working with flows reading 4-5 lpm at 5600rpm. The pump that was giving issues (mlp-023050) was tested with modular cable 7521218 and (B)(4) in a bucket of saline post-exchange and it was noted that the pump was electronically on and pulsing, but there was very minimal vortex of flow. This is an out of box failure of mlp-023050. The center will be sending back the pump, controller, and modular cable for expedited analysis. Additional information received on (B)(6) 2020 reported that the patient was doing great. No adverse events were reported and the patient was being prepared for discharge.